Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion in the calcified mid left anterior descending (lad) artery was predilated with a maverick balloon. The taxus express2 3.0x16mm drug eluting stent was deployed in the mid lad. The balloon was fully deflated but the physician experienced difficulty removing the stent delivery system. The stent delivery system was able to be removed when the physician removed everything as a unit. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will conducted if there is any further relevant info from that review, a supplemental medwatch will be filed.